Event description:
Medtronic received information that at the 4 year follow-up visit of this transcatheter bioprosthetic valve procedure, a type I stent fracture was found with several individual struts were fractured. No treatment was given and the valve remained implanted. No additional adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore has not been returned to medtronic. The investigation and device history review is still in process, once the investigation and review is complete, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on clinical data and literature, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent appear to be associated with an increased risk of stent fracture. There was no treatment or intervention reported. No adverse patient effects were reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. Medtronic will continue to monitor for similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.